Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed records beginning on (B)(6) 2017; the black box data for the event date had been overwritten due to continued use of the pump past the event date. The black box data did not reveal any records of power on reset. On examination, the returned battery cap and the battery compartment were both intact and without damage. There was no moisture or corrosion inside the battery compartment. The battery cap was evaluated and determined to measure within the required specification; the cap was able to secure properly to the pump for testing. On investigation, the pump powered and displayed the verify screen with function audio tone and vibration features. Investigation did not duplicate the alleged ¿no power¿ complaint. The pump was exercised for 24 hours without any interruption in power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. (B)(4).